Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that the spider 2 battery tenet had a "fire" caused by one of the batteries or the battery charger. It is unknown whether the event happened during surgery and if there was a patient involvement.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection was performed on the product. The device had a date of (B)(6) 2021 etched into it. A functional evaluation was performed. The device was placed on a known good battery charger for approximately 3 hours. The device did not overheat. The test charger did not overheat. The device was placed into a known good test spider 2. 40 cycles were performed with no issues. The battery did not overheat. The complaint was not confirmed. It was determined the device did not contribute to the reported event. Factors that could have contributed to the reported event include failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was an isolated issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.